Event description:
A surgeon reported that the trocar valve leaked at the beginning of the procedure inserting the surgical instruments. The surgery was completed after replacing the trocar with another one. There was no harm to the patient. Additional information was requested, however, non has been provided to date.

Manufacturer narrative:
The sample is available but has not yet been received by the manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).